Manufacturer narrative:
The sample was received on 10/24/2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4)

Event description:
The insertion was successful of an l-cath catheter into the saphenous vein of a pediatric pt. While placing the transparent dressing over the device, the catheter broke approximately 5-6 cm away from the strain relief collar. The catheter was removed and a peripheral IV started.